Event description:
It was reported the customer was hospitalized for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 30 mg/dl. The customer stated their insulin pump did not suspend when their blood glucose was below 80 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated they did not expose their insulin pump to a high magnetic field. The customer was also ensured their threshold suspend was on. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).